Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion of a sensation plus 8fr. 50cc iab into a patients right femoral artery, the central lumen was unable to aspirate or flush. The iab was replaced with no issue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was kinked and occluded. The technician was not able to clear the occlusion and dried blood was observed at the tip of the guide wire. The evaluation confirmed the reported difficult/unable to aspirate problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion of a sensation plus 8fr. 50cc iab into a patients right femoral artery, the central lumen was unable to aspirate or flush. The iab was replaced with no issue. There was no reported injury to the patient.